Event description:
It was reported that the arctic sun device would not prime pads. It says the reservoir was empty. However, when they tried to fill the reservoir, it was not taking in any water. Biomed needing assistance and had not drained the tank. Biomed had tried emptying the tank and refilling but had no luck. Per follow up information received via email on 03jan2023, the biomed and technician support confirmed it was a failed circulation pump. No patient involvement was reported. Biomed stated that they would order the circulation pump and would replace onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to circulation pump component failure due to filling issues. It says the reservoir was empty. However, when they tried to fill the reservoir, it was not taking in any water. It is known that the device did not meet specifications and the device was influenced by the reported failure. There was no patient involvement. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f,g,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device would not prime pads. It says the reservoir was empty. However, when they tried to fill the reservoir, it was not taking in any water. Biomed needing assistance and had not drained the tank. Biomed had tried emptying the tank and refilling but had no luck. Per follow up information received via email on 03-jan-2023, the biomed and technician support confirmed it was a failed circulation pump. No patient involvement was reported. Biomed stated that they would order the circulation pump and would replace onsite.